Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 25-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of dizziness ('dizziness') in a (B)(6) female patient who had essure inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dizziness (seriousness criterion medically significant), arthralgia ("joint pain"), fatigue ("fatigue"), disturbance in attention ("loss of concentration"), amnesia ("memory loss"), deafness ("hearing loss") and blindness ("vision loss"). The patient was treated with physical therapy (physiotherapy sessions). At the time of the report, the dizziness, arthralgia, fatigue, disturbance in attention, amnesia, deafness and blindness outcome was unknown. The reporter considered amnesia, arthralgia, blindness, deafness, disturbance in attention, dizziness and fatigue to be related to essure. The reporter commented: looking into possible autoimmune disease and allergies, consultations with ophthalmologist, otorhinolaryngology and orthopaedic surgeon. As treatment, she received intramuscular injections. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2002397) on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of dizziness ('dizziness') in a 38-year-old female patient who had essure inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dizziness (seriousness criterion medically significant), arthralgia ("joint pain"), fatigue ("fatigue"), disturbance in attention ("loss of concentration"), amnesia ("memory loss"), deafness ("hearing loss") and blindness ("vision loss"). The patient was treated with physical therapy (physiotherapy sessions). At the time of the report, the dizziness, arthralgia, fatigue, disturbance in attention, amnesia, deafness and blindness outcome was unknown. The reporter considered amnesia, arthralgia, blindness, deafness, disturbance in attention, dizziness and fatigue to be related to essure. The reporter commented: looking into possible autoimmune disease and allergies, consultations with ophthalmologist, otorhinolaryngology and orthopaedic surgeon. As treatment, she received intramuscular injections. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.